Event description:
It was reported that customer experienced minimum fill notifications and difficulty loading cartridge and completing tubing fill, leading to incomplete cartridge changes. There was no adverse impact to the customer¿s blood glucose level. Customer initially could not load cartridge even after cleaning pump area and reloading same cartridge as guided by technical support, so technical support walked caller through filling and loading new cartridge using proper technique, and later customer¿s grandson assisted by correctly aligning cartridge, successfully completing tubing fill and resuming insulin delivery; technical support attempted additional follow-up calls and left messages when direct contact was not made.